Manufacturer narrative:
A steris service technician inspected the sterilizer used with the loading car and found it to be operating properly; no issues were noted. The technician inspected the loading car and track and found the rollers on both sides of the track were bent. He adjusted the rollers to the correct position and returned the loading car to service; no further issues have been reported. The sterilizer and loading car are not under steris maintenance contract and are currently maintained by the user facility. The cause of the event appears to be misuse as the bent rollers are attributed to impact damage and/or excessive force when pushing the loading car in and out of the sterilizer. The operator manual states (pp.5-4), "carefully push loading car into sterilizer chamber. Make sure loading car is positioned in back detent inside the chamber." In addition the steris technician reported that regular maintenance is not performed on the cart, which is required in the operator manual (pp. 13-16). Steris offered in-service on proper maintenance and use of the loading car however the user facility has not responded.

Event description:
The user facility reported that when an employee was unloading the sterilizer, the loading cart came off track and the employee received a burn to her forehead due to instruments falling off the cart. Steris has contacted the user facility to obtain additional event and injury information however these requests have not been fulfilled.